Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. It is unknown whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: patient sustained injury and damages associated with the bard ventralex hernia patch. As a result of having the ventralex patch implanted in the patient, the patient suffered disabling pain and required surgical intervention. As a direct and proximate result, patient suffered and will continue to suffer injury and disability.